Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. No equipment was returned to the manufacturer and no system controller log files are available for evaluation. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 4 months. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient left home while supported by an epc system controller without extra batteries. It was reported that the patient had a history of not taking extra batteries when leaving the house. The patient's batteries were running low and as the patient was approaching home, the pump stopped. The patient was found expired later in the day on the front porch of his home with depleted batteries and the pump off. It was reported that the vad team was unable to confirm whether the event was due to empty batteries or an internal event. There was no report to the implanting center that any resuscitation efforts had been performed. No further information was available.